Event description:
Per the clinic, the device was explanted on (B)(6) 2026 due to poor device function, pain around the receiver stimulator and the need of multiple MRI procedures. It is unknown if there are plans to reimplant the patient as of the date of this report.